Event description:
A physician reported a pt was originally skin tested on 6/8/1998 and then reskin tested on 6/29/1998; both with negative results. On 7/13/1998, the pt was treated in the nasolabial folds, oral commissures, chin, and cheek. On 7/20/1998, the pt was examined by the physician who noted redness at the cheek treatment sites only. The exact date of symptom onset was not known. The physician prescribed zyrtec and topical elocon cream. On 7/21/1998, the pt phoned the physician and stated all the treatment sites, including the second skin test site, were red. No swelling or induration were reported. The physician believed the symptoms were a definite hypersensitivity. No further medical or surgical intervention was prescribed or planned.